Manufacturer narrative:
Other applicable components are: product ID: 3058, serial#: (B)(4), implanted: (B)(6) 2018 product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s symptoms had changed and the device was not helping. The patient stated that they thought that the device may have moved or disconnected as they could feel the ¿wires¿ and it hurt a lot. They indicated that the issue had been going on for about a week. The patient was assisted with turning the device off. They had an appointment tomorrow and were to follow up with their healthcare professional (hcp). There were no further complications reported or anticipated.